Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was undergoing a robot-assisted surgery, device was not responding to the magnet. ICD gave an inappropriate hv therapy despite the presence of a magnet. Magnet re-positioning was performed. Patient's condition was stable.